Manufacturer narrative:
Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be established as a product has not been received, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. Surgical procedure packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material, hair, and insects. Surgical procedure packs are manufactured in an environmentally controlled area where the air is filtered and maintained under positive pressure and continuously monitored for particulate levels. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. External suppliers who provide components within custom pack surgical procedure packs are assessed on a regular basis, and manufacturing facilities make continuous improvements to the warehousing, manufacturing, and inspection processes to reduce the potential for foreign material (e.g. Reducing static electricity, removing particulate-generating products from the process, dycem (sticky) flooring in the ¿gowning and airlock¿ area, newer style gowns and hoods for work in the clean room, upgraded lighting to increase brightness for visual inspections along with increased number of inspections, and greater oversight with facility cleaning processes and with external product suppliers). Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery (with intra ocular lens implantation), a white fiber (approximately 5 millimeter in length) was found on an irrigation/aspiration (I/a) tip sleeve as the I/a handpiece was handed to him prior to insertion of the tip into the eye. The procedure was completed on the same day. There was however, no patient contact (it was noticed priorly).